Event description:
The user facility reported the vitrectomy cutter kept freezing up and there was a hissing sound when the cutter was in use. They used the cutter on another unit and the same syringe occurred. A new pack was opened to complete the procedure. There was no pt impact.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2, see 1920664-2014-00088.